Event description:
Patient called to report an issue with his replacement device for his recalled dreamstation CPAP machine. Patient stated after he received his recall notice in june of of 2021, he immediately filed for a replacement device with philips. Patient stated he moved in march of 2022 and still had not received his replacement device but did notify philips to update his address. Patient stated he called earlier this month to check on the replacement device as he was still waiting on it and was told it had shipped in september to his old address and was sent back to philips. Patient stated he was told he will have to wait again for a replacement device to become available. Patient is very upset as this mistake was the fault of philips, but he is paying for it.